Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the connecting tube had foreign objects and the cable unit was dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e315 unsupported scope error message. There were no reports of patient harm or injury.